Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the vl8 actuator was disconnected from the pinch valve mount. He replaced the pinch valve mount and reattached the vl8 actuator. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The 60 psi (pounds per square inch) continued to drop, after multiple attempts to correct. Quality control results for the rbc (red blood cell) count and hgb (hemoglobin) parameters were high. The instrument was removed from service. The customer inspected the rbc diluent dispenser and found diluent leaking at the top of the diluent dispenser at the pinch valve. The leak was less than 100ml and was contained inside the instrument. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, eyewear, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.